Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. This noise resulted in inappropriate shock. Programming changes were made to disable high voltage therapy. The patient was stable.